Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user is stating that left motor gearbox is bad, when you try to go straight, it goes to the right.